Event description:
The affiliate is reporting that the pt had a "reaction of the suture-red skin. " a revision surgery was not necessary, because the patient experienced spontaneous wound healing. The surgeon confirmed that the event was caused by a foreign body reaction to the orthocord suture.

Manufacturer narrative:
The device is still implanted and no lot numbers have been supplied, both of which preclude conducting either a physical eval or a build history review to determine if there were any internal processing issues, which would have contributed to nature of the prod complaint. As such, we cannot determine what may have caused the user to experience the reported incident. The surgeon has attributed this event to a foreign body reaction to the orthocord suture of the spiralok implant. The IFU states that the synthetic braided composite suture elicits a slight tissue reaction during absorption. The listed adverse effects in the IFU states "for absorbable implanted devices includes mild inflammatory and foreign body reactions." A report is being filed to document this event. If however, more info is received that is both pertinent and germane to this issue, that info will be evaluated and the conclusions will be reflected in a follow up report. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.